Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging that on (B)(6) 2014 the patient experienced hyperglycemia while on insulin pump therapy with blood glucose (bg) measuring 534 mg/dl with associated symptom of difficulty waking. The reporter stated the patient did not require treatment above or beyond that of normal diabetes management. The reporter alleged an inaccurate delivery issue associated with the reported hyperglycemic event. Troubleshooting of the insulin pump by animas customer support revealed the pump¿s bolus settings had been incorrectly programmed for the user. It was determined that the total daily dose basal delivery totals matched the active basal program, the pump was delivering basal rate as programmed and the three-day bolus history totals matched. This complaint is being reported because the patient experienced hyperglycemia while on insulin pump therapy as a result of a training/misuse issue.